Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask and that the care taker had changed. On the day of onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with cefazolin injection 500 milligrams (route, frequency, and duration not reported) and gentamicin 20 milligrams each bag (route, specific frequency of bags, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was unknown if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.